Event description:
A pt reported blood glucose results of 130 mg/dl with a lifescan meter and 250 mg/dl on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt also reported symptoms of abdominal pains and vomiting. They reported being treated with an IV and that they also took insulin on their own. Pt did not report, however, the time and date this event occurred. This case is being reported as a malfunction medical because there is no evidence the meter caused or contributed to the adverse event. Medical affairs attempted unsuccessfully to reach the pt by phone to obtain more clinical info. A letter is being sent as a second attempt to reach the pt.